Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte day aligners, patient reported that they might be allergic to their aligners. They do not have allergies but when putting in aligners at night bothers their eyes and their nose gets stuffy and they start coughing. They also reported that the aligners are cutting their tongue. Provided information on allergic reaction and advised to see their doctor for a letter of recommendation.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.